Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: parameter differences between right ventricle active electrode pacing and passive electrode pacing in heart diseases. China modern doctor. 2016 (54) 34-37. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that the impedance and sensing parameters were significantly lower for the active fixation pacing leads. The leads remain in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.